Manufacturer narrative:
According to the info provided, the lvad pump will not be returning for evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was presented to the emergency dept confused and agitated. The international normalized ratio (inr) level was 7.2 at the time of admission. A cat scan (CT) was performed revealing a massive intracranial hemorrhage with shift. A craniotomy was performed and the pt is not expected to survive this event. No alarms were reported. Pt will be placed on comfort care. Info was received approximately 27 days later indicating that the pt expired on (B)(6) 2014. The pump will not be explanted and an autopsy will not be performed.